Event description:
The patient adjusted her stimulation from 2.2v to 2.5v and felt a shocking/jolting sensation. She was going to schedule an appointment for reprogramming. She left the stimulation at 2.2v until the device could be checked. Further information is being requested from the hcp.